Event description:
The customer reported that during peripheral vascular angiography the physician pressed the button to retract the scalpel blade, and the blade and spring shot out of the back of the handle and lodged in a wall about 5-7 feet away. No harm or injury reported.

Manufacturer narrative:
Device eval - the suspect device has not been returned for eval. A copy of the user facility report provided by our distributor has been attached for reference. A f/u report will be submitted when the device eval has been completed.